Event description:
Reportedly, the tip of the delivery catheter got caught on the stent after stent deployment. At end of case, it appeared that the stent markers were folded in. No intervention or patient injury reported as a result of this event. No device returned for evaluation. No further info provided.